Event description:
The manufacturer was contacted regarding a voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation, with no initial complaint reported. No death, serious harm, or injury occurred, and no medical intervention was required. During the evaluation, the service technician observed visible foam particles inside the blower kit and noted degradation of the blower foam. No error codes were present. Additionally, the device was contaminated with dust and fluids. Following the evaluation, the device was scrapped by the third-party service center. No adverse patient impact was reported.

Manufacturer narrative:
In the previous report, report source was incorrectly entered, but in this follow-up report, it has been corrected.